Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corporation in 2008, that a contour ercp cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on thirteen days earlier. According to the complaint, the device, during the procedure, the tip of the catheter was bent once it came out of the (endo) scope. The procedure was completed with a second contour ercp cannula device. No patient complications were reported as a result of this event.